Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic prostatectomy and after docking to the trocars, the physician went to insert the endoscope, which required a light to be on. It was observed at the time of insertion, that the tl400 malfunctioned upon boot up and caused the tc304us lcd screen to be black preventing the endoscope from receiving light. The storz screen was black but the tl400 and tc201 both had green lights so both had power. Received the notification 'light source not detected' after the fiber optic cable change, the light appeared to be functional. However, following this action, an alarm triggered that stated: "danger....endoscope image frozen. Check endoscope system. If condition persists, withdraw instruments and discontinue system use." The image was clearly not frozen, but most likely is a result of no fiber optic cable being connected plugged into the karl storz box. Procedure was completed successfully. No negative impact in state of health reported. Cross reference MDR: 9610617-2026-01271